Event description:
When implanting tibial cross screws the opposite happened. After gaining purchase of both cortex the surgeon attempted to remove the screwdriver and the screw would not release from the head. He pulled the screw back through the bone and needed vice grips to remove screw from driver. This happened twice! Surgeon could not longer gain purchase there and needed to use distal hole for locking.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.# 9610726-2009-00004 and 9610726-2009-00005.